Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. There is no indication of a product malfunction contributing to the defibrillation event.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of two shocks. The patient was reportedly alone and reading at the time of the event and did not remember losing consciousness or being treated. The rhythm at the time of the first treatment shock was ventricular fibrillation (vf). The post shock rhythm was sinus rhythm at 80 bpm with non-sustained ventricular tachycardia (nsvt). The initial life-threatening tachyarrhythmia was successfully converted to a slower rhythm. The lifevest inappropriately delivered a second treatment shock while the patient's rhythm was sinus rhythm at 65 bpm with tall t waves and pvcs. The post-shock rhythm was induced ventricular tachycardia (vt) at 190 bpm self-converting to sinus rhythm at 120 bpm. Multiple counting contributed to the false detection. The response buttons were not pressed during the event. The patient was taken to the hospital for further evaluation and continued wearing the lifevest.